Event description:
It was reported that during a follow up, the implantable cardiac monitor exhibited backup vvi operation. No intervention was reported. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.